Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field services engineer was able to resolve the issue by re-calibrating trackers on both sides of the imaging system. No further issues were reported. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported inaccuracy in the imaging system due to tracker calibration. There was no patient present when this issue was identified.